Manufacturer narrative:
Follow-up # 1 date of submission 12/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok, up and down arrow keypad buttons were unresponsive. The reporter stated that the pump was not exposed to moisture and denied trauma to the pump. The patient reportedly wore the pump in a pocket with a protective case and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.